Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The nurse anesthetists checked the endotracheal tube's balloon prior to insertion; after 30 minutes it started to leak and would not hold air. The tube was removed and replaced. About 5 minutes later, the second tube also started to have an air leak and balloon would not hold air. The second tube was removed and replaced. The second tube is referenced on our report 2936999-2016-00556.

Manufacturer narrative:
(B)(4). Sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.